Manufacturer narrative:
The device was received by a company representative and is in transit to the manufacturing site for investigation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
A surgeon reported that after a cataract surgery five patients developed intraocular toxic reaction. This report is for the female patient who underwent surgery in (B)(6). The affected eye was the left eye (os). After surgery this patient developed a precipitate in aqueous humor. The surgeon reported that the patient also developed hyper cellularity in the anterior chamber followed by 1-2 mm hypopyon and vitritis one day after surgery. During the surgery the cornea was clear. The bss was supplemented with 1% adrenaline. The iol was implanted in the bag and sutures were not required. This was the first surgery of the day and lasted 20 minutes. Right after the surgery the wound did not leak and seidel test was negative. The patient was hospitalized. The event lasted 10 days and it was resolved with antibiotics (cancomycin a.I, ceftriaxon a.I, metronidazol a.I) and corticoids (methylprednisolone sodium succinate a.I) treatment. The surgeon also provided the cleaning / sterilization procedure performed at the hospital. Additional information has been requested but not received to date. This is one of five medical device reports.